Event description:
After using nuface mini facial toning device for approx 4 weeks my tooth/crown became loose and fell out of my mouth. I have been in contact with nuface and advised them of my experience. I can't imagine I am the only woman with crowns in her mouth and would like to know if this micro current can vibrate cracks in the material that seats crowns. I am reluctant to continue use of this device until I know this micro current is safe for use by people with crowns on their teeth. Route: applied to a surface, usually the skin. Dates of use: (B)(6) 2016. Diagnosis or reason for use: cosmetic/facial toning.